Event description:
Customer reportedly received result of 9.6 mmol/l on the mobile system and 5.4 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number and expiration date unknown). (B)(6). Will not be returned to manufacturer.